Event description:
Customer returned the unit to ohmeda office in italy, indicating they felt the output of the vaporizer was not in calibration. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Initial report by customer to ohmeda italy-10/15/97. Receipt of additional info by ohmeda madison, wi-12/16/97.